Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection in (B)(6) 2017. A new artificial urinary sphincter device was implanted on (B)(6) 2017. Additional information received indicated the patient experienced dysuria while traveling on (B)(6) 2017. On (B)(6) 2017, the patient additionally experienced swelling and discharge from the scrotum and was taken to the or where the device was removed, and erosion was noted. A new device was implanted on (B)(6) 2017 was an excellent outcome.